Manufacturer narrative:
On 7/2/2019, it was reported to mentor that per clinician assessment, there was a gel bleed on the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the patient had an MRI performed and the reading showed that the implants were intact although silicone had been seen in her breast it was suspected that it could have been from her old implants instead. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast implant surgery procedure with mentor medical devices ( gel mentor memorygel breast implant 300cc) experienced breast implant rupture (side of location of an implant unknown) which complicated with granuloma (confirmed by mammogram). No further information is available at this time. The severity level for this complaint was determined as a s3 this adverse event is considered as serious and reportable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.